Manufacturer narrative:
Per the reported event, the inaccuracy was due to reference frame movement by the operator, and not a malfunction of the device. The patient was re-registered and the accuracy was restored. The case was completed successfully with no impact to the patient.

Event description:
While in cranial surgery, a medtronic representative reported frame movement when the scrub tech placed the sterile frame on the vertek arm and placed balls on frame. The vertek arm was tightened and the dots on the skin were used to register while sterile. The accuracy was restored and the surgeon successfully completed the case using the stealthstation. There was no impact on the patient outcome.